Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Tampon) disintegrated and ripped apart... Twice I've had to remove the fibres [foreign body in reproductive tract] (tampon) disintegrated and ripped apart [device breakage] disintegrated and ripped apart upon taking it out [complication of device removal]. Case narrative: consumer reported via email that the tampon disintegrated and ripped apart. No serious injury was reported.

Event description:
(Tampon) disintegrated and ripped apart... Twice I've had to remove the fibres [foreign body in reproductive tract]. (Tampon) disintegrated and ripped apart [device breakage]. Disintegrated and ripped apart upon taking it out [complication of device removal]. Case narrative: consumer reported via email that the tampon disintegrated and ripped apart. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.